Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient stated their stimulation was at 5.8v and it wouldn't go any higher and at times it didn't want to do anything. Patient clarified that it didn't want to do anything was poor communication and that when stimulation wouldn't go any higher, the therapy was turned off. During the call the patient mentioned they were able to feel a twinge (stimulation) every now and then and they had a uti for the 3 weeks prior to report. During the uti they had stopped feeling stimulation. Patient mentioned during the call they had a bladder sling and had no feeling there. Patient mentioned they had to change batteries in their patient programmer because they only lasted a month. Patient was able to sync with their patient programmer and it showed stimulation was off. Patient was able to turn stimulation on and reported not being able to feel stimulation. Patient had turned stimulation down prior to turning it back on. When patient turned stimulation on, they were at 2.3v. During the call, patient increased stimulation to 8.4, patient initially stated they could not feel stimulation, however later stated oh, I can feel it now. It was confirmed the stimulation was not uncomfortable. Additional information was received. The patient reported seeing the upper limit screen. Patient was on program 1 at 8.5v. Patient stated the ins was on and they saw the lightning bolt. Patient started on program 3 and about 3 weeks after implant they changed to program 1. Patient stated they were having bladder symptoms, they did not feel the need to urinate. Patient stated their symptoms were worse at night. About a week after implant they had a uti, patient informed their doctor and had been given medicine, the uti was clear at the time of the report. Patient reported the programmer batteries died after about a month and they now took the batteries out of the programmer. During the call, the patient changed to program 2 at 1.6v. Patient had an appointment scheduled with their healthcare provider for the next month. No further complications were reported or anticipated.